Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned and was discarded prior to the report. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no model number, serial number or implant date was given or is available in the doctor's records. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. See related medwatch report # 2024601-2011-00165. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
The event was reported as "leak of the port." The access port was removed and replaced. The facility does not have a record of the original lap-band system model/serial number or implant date.